Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing high blood glucose (bg) levels (280 mg/dl) with a trace of ketones. A correction bolus via the pump was delivered to address the bg level. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.